Event description:
It was reported that non-dependent patient presented to the ER after receiving inappropriate shocks. The rv lead had dislodged and pulled back into atrium. Both atrial and ventricular events were being counted. The lead was repositioned and patient was well after event.